Event description:
Reporter stated that pt's blood glucose was measured on the aviva system and on a healthcare professional's meter. The value obtained on the aviva system was reportedly 4.0 mmol/l greater than the value obtained on the healthcare professional's system (actual values not provided). Reporter did not indicate if pt's therapy was modified based on the value obtained on the suspect device. No adverse event was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.